Event description:
It was reported that during a follow up in clinic, an increase in capture threshold was noted on the right ventricle (rv) lead. The healthcare professional considered the increase in capture to be related to the rv lead. The patient was in stable condition with no patient consequences. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".